Event description:
It was reported that the communicator for this patient that has an implantable cardioverter defibrillator (ICD) and a right ventricular (rv) lead showed a flashing red call doctor icon (rcd) and yellow sending wave (ysw). A boston scientific company representative performed the patient initiated interrogation and yellow sending wave was showing. The company representative performed troubleshooting with the communicator connection and the issue was resolved. The number of the clinic was provided and advised to call about potential change in implanted device. After analyzing the combined follow up it appears that the patient has had an ongoing issue with high, out of range shock lead impedances. Additional information was attempted from the field representative, but they did not have any other details. Additional information was received mentioning the shock impedances are still high, out of range and the system has been reprogrammed to all shocks in maximum output and at initial polarity. They will continue monitoring until the 28 day average measurement increase to greater than 150 ohms. The communicator, the ICD and the rv lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the communicator for this patient that has an implantable cardioverter defibrillator (ICD) and a right ventricular (rv) lead showed a flashing red call doctor icon (rcd) and yellow sending wave (ysw). A boston scientific company representative performed the patient initiated interrogation and yellow sending wave was showing. The company representative performed troubleshooting with the communicator connection and the issue was resolved. The number of the clinic was provided and advised to call about potential change in implanted device. After analyzing the combined follow up it appears that the patient has had an ongoing issue with high, out of range shock lead impedances. Additional information was attempted from the field representative, but they did not have any other details. The communicator, the ICD and the rv lead remain in service. No adverse patient effects were reported.